Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. As the patient did not provide a lot number, a manufacturing record review and testing on reserve sample from the same lot could not be performed. Further investigation is not possible at this time. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The patient received the inratio system withdrawal notification. The patient has an aortic value replacement and has been on blood thinners. The patient reported receiving inratio inr results that were "dangerously high or low (beyond the therapeutic range)." No additional information was provided.